Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device failed the general condition step, the coupling shaft broke off and the bearings were and ran rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the piece that holds the chuck device together snapped off. It was not reported if there were any delays in the surgical procedure nor if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of even was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.